Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The analyzer alarm trace contained abnormal sample aspiration, preclean short, and abnormal probe-sucking errors were observed.

Event description:
There was an allegation of a questionable troponin t gen5 stat elecsys result from the cobas 6000 e 601 module. The initial result was 127.4 ng/l and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 6.2 ng/l. The same sample was tested on another cobas system and the result was 6.0 ng/l. The patient was redrawn and the result was approximately 6 ng/l. The repeat results were believed correct. The reagent lot number was 63006300 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field service engineer could not find an issue. He checked the pump pressures, the rinse levels, the sample liquid level detection (lld), and pressure sensor voltages. He checked recent calibrations and qc and ran successful performance testing and precision testing. The investigation is ongoing.